Event description:
On (B)(6)2009, it was reported, the pt was having trouble recharging their implantable neurostimulator (ins). It was determined, the ins was in a state overdischarge, as it was stated, the device had not been recharged since perhaps "(B)(6) of 2009." On (B)(6)2009, it was stated, the pt "had not felt stimulation in three weeks." Several physician mode recharges were attempted, but did not resolve the pt's issues. On (B)(6)2010, the pt had their device battery replaced and therapy was regained. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).